Event description:
Customer called on (B)(4) 2012 reporting that on (B)(6) 2012, there were 3 patient samples which produced erroneous results for ion selective electrode (ise) tests which were generated on the unicel dxc 800 synchron system. Customer stated that the results were reviewed and reran, proving that the 3 patient results were erroneous. No erroneous results were reported out of the lab and there was no change to patient treatment attributed to this event. Customer did not provide patient information or specific results but noted that the following ise and modular chemistries (mc) could have been affected: na, k, cl, ca, albm (albumin), tpm (total protein), crem (creatinine), glum (glucose), phosm (phosphorus) and bunm (blood urea nitrogen). Using (B)(4), customer technical support (cts) verified that qc has been within acceptable range without issues. Maintenance was also up to date with customer using bci na hypochlorite for twice weekly maintenance but had expired on 09/15/2011. Bci saline was not used so cts had overnighted both bci na hypochlorite and saline to the customer. Cts called the customer back and customer reported that the erroneous result issue was caused by a partially obstructed modular chemistry (mc) sample probe that had gone down into the sample gel separator. Customer indicated that they had cleaned the probe and results returned to normal. Customer also reported having an issue with co2 calibration and replacing the co2 electrode with a new one had resolved the issue (co2 issue was unrelated to probe issue). Root cause of the ise and mc chemistries was the clogged sample probe that had gone down into the sample gel separator. Root cause of the co2 calibration issue was a problem with the electrode.

Manufacturer narrative:
Evaluation code - method code - (other): troubleshooting was performed by customer with the help of customer technical support over the phone.